Event description:
Pt#1, known to have certain drug resistant strain of tb, underwent bronchoscopy procedure using olympus bronchoscope. The scope was then processed in the steris system 1 processor. Five days later the same bronchoscope was used on pt#2. Pt#2 later showed the same drug resistant strain of tb.